Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was unable to verify the customer's reported issue. Model lap top ventilator 1150 passed all testing and met all carefusion manufacturer specifications.

Event description:
The customer reported model lap ventilator 1150 was constantly alarming high pressure while connected to a patient. The circuits were replaced multiple times and issue still persisted. The respiratory therapist adjusted pressure settings but high pressure alarms still occurred. The patient was removed from the ventilator and placed on a back up unit. The customer confirmed there was no patient harm associated with the reported event.